Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number:3006705815-2023-04848. Related manufacturer report number:3006705815-2023-04849. Related manufacturer report number:1627487-2023-03685. Related manufacturer report number:1627487-2023-03686. It was reported that the patient had experienced an infection at the site of their scs leads and ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient underwent a full system explant to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.